Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a 2mm x 4cm coyote balloon catheter. No patient complications were reported and patient's status was good.